Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an unknown endovascular treatment. On an unknown date it was noted the patient had a type iii endoleak. Laparotomy was preformed to treat the endoleak and it was reported that endoleak was observed in several positions on both the main body and around the overlapping area. Laparotomy was performed to treat the endoleaks. The endo leak which occurred around proximal side was resolved by compression attributed to banding with felt. The endoleak which occurred on the other positon was resolved by firm fixation attributed to wrapping for host vessel. The patient¿s condition was stable currently and the event was reported to have been resolved. The cause of the event is currently unknown. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.